Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experienced low blood glucose level. Customer blood glucose value was 46 mg/dl at the time of the incident. The symptoms of low blood glucose shaking, sweating, mental confusion. Customer stated displacement verification done. Customer stated insulin pump running in the auto mode. The insulin pump will not be returned for analysis.